Event description:
It was reported that after a subclavian stenting treatment procedure with an express biliary sd premounted stent system, patient complications occurred. The express biliary sd stent was successfully implanted in the right subclavian artery. After the procedure, the patient had a minor stroke and required hospitalization. The current patient condition is reported to be 'stable.'

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.